Manufacturer narrative:
If implanted; give date: lens was not implanted, removed and replaced in the same procedure. If explanted; give date: lens was not implanted, therefore not explanted. Phone: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor inserted the lens into the eye of the patient, he saw that the haptic was broken. The lens was cut and removed. There was no patient injury and the material was discarded. No additional information was provided.